Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed by returned of the device and clinician review of the provided x-ray. Method & results: product evaluation and results: the device was returned fractured with metal marking visible on the fractured portions of the head. A review of the returned device by a material analysis engineer indicates: metal transfer markings and secondary chipping were observed on the head fragments; obscuring the fracture surfaces. The general fracture direction is outward and longitudinal. This type of longitudinal fracture pattern is created by overload hoop stresses caused by the wedge effect of the stem trunnion. A continuous metal transfer ring was not observed at the proximal end of the head taper. The observation of a continuous metal transfer ring at the proximal end of the head taper is consistent with proper seating between the head taper and stem trunnion. The overload fracture morphology is consistent with the reported event. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records was rejected by a clinical consultant stated the following comment: undated provided x-ray confirms ceramic head fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the device was returned fractured with metal marking visible on the fractured portions of the head. A review of the returned device by a material analysis engineer indicates: metal transfer markings and secondary chipping were observed on the head fragments; obscuring the fracture surfaces. The general fracture direction is outward and longitudinal. This type of longitudinal fracture pattern is created by overload hoop stresses caused by the wedge effect of the stem trunnion. A continuous metal transfer ring was not observed at the proximal end of the head taper. The observation of a continuous metal transfer ring at the proximal end of the head taper is consistent with proper seating between the head taper and stem trunnion. The overload fracture morphology is consistent with the reported event. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided medical records confirms ceramic head fracture, the exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history, additional serial dated x-rays are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a 3 foot fall. Ceramic head was smashed in pieces and required a new femoral head with dual mobility.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a 3 foot fall. Ceramic head was smashed in pieces and required a new femoral head with dual mobility.